Event description:
The device was used during a laparoscopic gastrectomy procedure. Reportedly, the staples did not form properly. The surgeon applied another device and resected the tissue at the application site to complete the procedure. The hospital has reported no pt injury occurred.